Event description:
Patient was initially implanted with barricaid device on (B)(6) 2022. A reoperation occurred on (B)(6) 2023 to perform an alif due to patient experiencing instability. During the alif surgery, the surgeon removed the barricaid device.